Event description:
Pt had unremarkable ivc filter insertion on (B) (6) 2010. Optimal position was documented radiographically. During an unrelated CT scan on (B) (6) 2010, it was discovered that the ivc filter had migrated cranially to the intrahepatic ivc, just inferior to the right atrium. CT also showed large right sided pe which was not present on earlier (B) (6) 2010 CT exam. Hepatic and upper/lower extremity vein duplex showed no evidence of source of thrombus. Unk if filter migration caused pe. Radiologist spoke extensively with all (B) (6) doctors and the pt's medical team. It was decided that it was not advisable for ir team to intervene. Cardiovascular surgery was consulted.